Manufacturer narrative:
(B)(4). Batch #: u9496p. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm, and not detached as reported by the customer. The device was connected to a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components, and no anomalies were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade, and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting, or while the blade is active without tissue between the blade, and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the product tissue pad fell apart on the jaws of the device. They opened a new device to complete the case. No patient complications.